Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. Product ID: 8 590-8, lot# n340066, implanted: (B)(6) 2013, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
On the date of this report they tried to do a pump refill and were not able to access the reservoir. Fluoroscopy was utilized to determine that the pump was flipped. They were unable to flip the pump back into position. This was the third time the pump had flipped, but in the past they were able to flip it back over. The pump still had 14cc of drug in it. The patient was being referred to a neurosurgeon. The device system was delivering gablofen. Follow-up on the event provided that the cause of the pump flip was unknown and the patient had no symptoms related to the event. As of (B)(6) 2014, the patient had not seen the neurosurgeon yet.